Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications, as calibration and quality control data were reviewed and found to be acceptable. The investigation was limited due to the unavailability of the original sample material and confirmatory testing data. A definitive root cause for the reported event could not be determined. False positive results are possible, as noted in the specificity claim of the assay's method sheet. The customer was advised to follow the instructions for use (IFU), which recommend retesting initially reactive or borderline samples in duplicate and performing confirmatory testing using the elecsys hbsag confirmatory test. Additionally, the customer was advised to measure a complete serological profile to assess the patient's disease status.

Event description:
The initial reporter alleged a discrepant positive result for the hbsag g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. The initial test on (B)(6) 2023 yielded a reactive result of 1.31 coi. A repeat test on the same sample and a fresh sample both yielded reactive results. Testing at a different hospital, presumably on an abbott alinity system, produced a negative result. The sample was subsequently tested in three different laboratories. At (B)(6) hospital, testing on a cobas e 801 analyzer showed hbsag reactive, anti-hbs positive, and anti-hbc igm and core total negative. Testing at the same hospital on an abbott system showed all results as negative. At the national reference laboratory, testing on a cobas e 601 analyzer showed hbsag reactive, anti-hbs positive, and anti-hbc core and igm negative. Hbv polymerase chain reaction (pcr) testing at the national reference laboratory using the cobas 5800 system and ampliprep taqman was negative.